Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. Baxter's review of the device event history determined the reported condition as a battery depleted alarm; which interrupted delivery. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device is being evaluated onsite by a baxter technician and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
The reported condition was confirmed and duplicated. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. Additional: baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4). The user interface module master software version is 5.08.92, categorized as remediated. (B)(4)